Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air bubbles were observed int the cartridge pigtail t:lock connector. Blood glucose was 304 mg/dl. Contact primed tubing and confirmed there were no further air bubbles.